Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent overnight hypoglycemia while using the ilet system, with the lowest reported blood glucose of 45 mg/dl and contributing factors including evening exercise after dinner; no device alerts or alarms were reported, and troubleshooting and education were provided with target adjustments implemented. Symptoms included lightheadedness. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included a review of use conditions and user feedback. Investigation of this case revealed no device malfunction identified and that user behavior and therapy settings could have contributed to the hypoglycemia. It was concluded that the hypoglycemia was cause unclear with contributing use conditions and that the device performed as expected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.